Event description:
Information was received regarding a cadd cassette reservoir. It was reported that when filling up medical fluid into the product at a pre-use check, the customer noticed medical fluid was leaking from the part where the connector and the tubing were connected. There was no patient injury noted.

Manufacturer narrative:
One sample was received for evaluation. Device underwent functional testing. A leak was detected, confirming the reported customer complaint. The problem source has been determined to be manufacturing. Additionally, four pictures were received for evaluation. There was no evidence of damage that could create the failure mode reported.